Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 8:30pm for a high blood glucose level of 397 mg/dl. The customer's mother stated that there were no significant events that could have led to the issue. The mother was informed that there could be many reasons for high blood glucose. The mother was assisted with trouble shooting but did not have a tubing clamp. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.